Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant device: 4951m implantable pacing lead: (B)(6) 1994. (B)(4).

Event description:
It was reported the patient was admitted to the hospital with high atrial rates and loss of right ventricular (rv) capture on the epicardial leads. The leads were reprogrammed and rv capture was obtained. The leads remain in use. It was also reported that the patient had sepsis. No further patient complications have been reported as a result of this event.